Event description:
During a colon resection procedure, after using for some time, it would not work. The machine kept alarming instrument failure. The case was completed by pulling another scalpel. No patient consequence.